Manufacturer narrative:
The device was received for evaluation. During functional testing, over infusion was reproduced as an under infusion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failing pressure plate. The pressure plate requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump over infused during proposal therapy in the intensive care unit. The bottle ran dry during infusion and it should have had 80ml left when complete. No additional information is available.